Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes the device experienced clotting/micro clots/fibrin clots and erroneous results. The following information was provided by the initial reporter. The customer stated: "for 2-3 days, =5 samples, clot detected on analysis. When the tube is taken, the blood is liquid. Once centrifuged, a translucent clot is formed. Additional information received on 16 august- "the customer stated: "as a follow-up to this case, we tested the patient on saturday morning with greiner tubes and on a werfen technique. The results were similar, a translucent clot was also observed on each tube."

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes the device experienced clotting/micro clots/fibrin clots and erroneous results. The following information was provided by the initial reporter. The customer stated: "for 2-3 days, =5 samples, clot detected on analysis. When the tube is taken, the blood is liquid. Once centrifuged, a translucent clot is formed. Additional information received on 16 august- "the customer stated: "as a follow-up to this case, we tested the patient on saturday morning with greiner tubes and on a werfen technique. The results were similar, a translucent clot was also observed on each tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results, fibrin/clotting) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). Stago instrumentation was used to replicate customer conditions as closely as possible. All samples demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results and fibrin/clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.